Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient could really feel her stimulator vibrating. The back of her legs hurt and not doing what supposed to do. The patient did not know what the exact date was that this occurred, but thought that it was about 6 months ago. He kept thinking that it would get better, but it was not. The patient was able to set up a meeting with the manufacturer representative on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.